Event description:
The customer's parent reported that the customer experienced hypoglycemic events after the infusion sets were changed. Customer's blood glucose level was 1.6 mmol/l. The customer was hospitalized on (B)(6) 2015 for respiratory reasons. The displacement test failed. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. The motor test could not be performed due to the insulin pump being held for the delivery volume accuracy test. The insulin pump was programmed with multiple basal rates and bolus deliveries and all registered properly in the daily total history. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.